Event description:
(B)(4) trial. Same case as MDR # 2134265-2013-03329. It was reported that post a coronary stenting procedure, death occurred. In (B)(6) 2009, clinical status assessment identified the subject's qualifying condition as stable angina (ccs class 2) and the patient was referred for cardiac catheterization. The 70% stenosed target lesion was located in the proximal right coronary artery (rca) with lesion length of 12mm and a reference vessel of diameter of 3.0mm. After predilation, a 3.0 x 18mm x 20mm taxus liberte drug-eluting stent was placed at the target lesion. After post-dilatation, residual stenosis is 0%. The patient was discharged on aspirin and clopidogrel the next day. In (B)(6) 2011, the patient experienced cardiac chest pain and underwent percutaneous coronary intervention (pci) of proximal rca which was treated with a 3.5 x 12 mm taxus liberte drug eluting stent. A 3.5 x 8 mm taxus liberte stent was also placed as the first stent was too short. In (B)(6) 2013, patient had onset of cardiac chest pain. Cardiac enzyme elevation was consistent with myocardial infarction. Coronary angiography was performed revealing thrombosis in proximal and midsegment of rca. The patient underwent percutaneous coronary intervention with a balloon angioplasty applied to proximal rca with reduction of pretreatment diameter stenosis from 99% to 0%. After one day, the patient experienced cardiogenic shock requiring a prolonged hospitalization but died on the same day due to cardiogenic shock secondary to a right ventricular infarct with third degree heart block.

Event description:
(B)(4). Same case as MDR # 2134265-2013-03329. It was reported that post a coronary stenting procedure, death occurred. In (B)(6) 2009, clinical status assessment identified the subject¿s qualifying condition as stable angina (ccs class 2) and the patient was referred for cardiac catheterization. The 70% stenosed target lesion was located in the proximal right coronary artery (rca) with lesion length of 12mm and a reference vessel of diameter of 3.0mm. After predilation, a 3.0 x 18mm x 20mm platinum study stent was placed at the target lesion. After post-dilatation, residual stenosis is 0%. The patient was discharged on aspirin and clopidogrel the next day. In (B)(6) 2011, the patient experienced cardiac chest pain and underwent percutaneous coronary intervention (pci) of proximal rca which was treated with a 3.5 x 12 mm taxus liberte drug eluting stent. A 3.5 x 8 mm taxus liberte stent was also placed as the first stent was too short. In (B)(6) 2013, patient had onset of cardiac chest pain. Cardiac enzyme elevation was consistent with myocardial infarction. Coronary angiography was performed revealing thrombosis in proximal and midsegment of rca. The patient underwent percutaneous coronary intervention with a balloon angioplasty applied to proximal rca with reduction of pretreatment diameter stenosis from 99% to 0%. After one day, the patient experienced cardiogenic shock requiring a prolonged hospitalization but died on the same day due to cardiogenic shock secondary to a right ventricular infarct with third degree heart block.

Event description:
This patient was part of the platinum clinical trial, not the taxus liberte trial. The stent placed in (B)(6) 2009 was a 3.0x18/20mm platinum study stent, not a taxus liberte.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date was initially reported as (B)(6) 2013 and corrected event date is (B)(6) 2013. (B)(4).